Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference 2017865-2020-22705. It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold. During the revision procedure, the right atrial (ra) lead became dislodged. Both the rv and ra leads were explanted and replaced. The patient was in stable condition prior, during and post procedure.